Event description:
It was reported that during the procedure, the connector pin was unable to be fully inserted into the pacemaker port. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of could not fully insert the left ventricle (lv) lead into the lv connector was confirmed. Analysis and testing found that the is-4 lv lead was being blocked from full insertion by epoxy leakage into the 4th seal assembly area.